Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, the implant was unsuccessful due to unacceptable pacing threshold parameters. The leadless ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the electrocardiogram (ECG) after procedure showed complete right bundle branch block, but the patient did not have uncomfortable description, so treatment was not administered. Approximately two days later, the ECG showed normal. The patient is enrolled in the china micra clinical study.